Manufacturer narrative:
Foreign: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed the battery compartment was misaligned. Review of the event history log confirmed that the pump stopped about eleven hours after it stated and immediately turning on and off repeatedly which may be related to the no disposable attached (nda) issue. Functional testing was performed and was unable to confirm the problem. The investigator replaced the downstream sensor for the nda issue as a preventive measure and the rear housing for the battery contact. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, pump won't run". It was reported the customer reloaded the batteries into the product which did not resolve the problem and the batteries were stuck out of the battery compartment. No adverse patient effects were reported. No additional information is available at this time.